Manufacturer narrative:
The investigation of the reported failure mode has been completed. Device in wrong position (positioning issue): no product was returned. The cause of the positioning issue was unable to be determined as insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had placed a cp pump for the support of the patient admitted in with cardiogenic shock (cgs) and being bridged to a heartmate3. On day 13 of pump support, the pump came out of left ventricle (lv) position. The pump had "dislocated" and returned to the cath lab for pump repositioning. The pump was successfully weaned and explanted and patient was successfully placed on the left ventricular assist device (lvad).